Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded without any difficulties and did not fall out during functional testing. Event could not be confirmed as no cartridge was received for analysis. The event description is consistent with an improper or incomplete loading/seating of the cartridge. This is when the retention features on the cartridge are not engaged to the channel windows of the device and the cartridge does not snap into place. At the moment of firing, the device will push the cartridge forward resulting in the cartridge ejecting distally. Please reference the instructions for use more information regarding the loading of the cartridge. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload ejected from the device while stapling. The cartridge was retrieved from the patient. There is no other information or contact available. There was no adverse consequence to the patient reported.